Manufacturer narrative:
The lab confirmed the power cord's outer jacket was melted and that the damage was approximately 18" from the plug. The white wire's insulation below the damaged jacket was also melted which exposed its conductor. No damage was observed with the black or green wire's insulation.

Event description:
Damaged power cord.